Event description:
It was reported by the affiliate that during an unknown procedure, there was broken jaws. A metallic jaw broke and fell into the patient. It was removed from the patient without any problems or difficulty. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.